Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Customer returned 3x ptnx125 lot number 0000276561 in sealed pack. Checked under microscope and found no manufacturing marks or defects. Files were measured within specifications and passed twist test.

Event description:
In this event it was reported that a protaper next file separated. The file was not retrieved, and was incorporate into the filling. No injury was reported.